Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-01-13, information was received from a consumer regarding a female patient who was receiving fentanyl ¿3.900mcg/ml¿ at 698.9 mcg/day, clonidine ¿1.425mcg/ml¿ at 255.4 mcg/day, bupivacaine 15mg/ml at 2.688 mg/day and dilaudid6.6mg/ml at 1.1828 mg/day via an implantable pump for non-malignant pain and failed back syndrome. On an unknown date, the patient had always been in pain and ¿for a long time.¿ the patient was in the process of changing healthcare providers (hcp). The two hcps the patient had seen were going to take dilaudid out of the patient¿s pump. They also took away the patient¿s breakthrough medication. Additional information has been requested regarding the event date, diagnostics, actions/interventions taken and the cause of the event, but it was not available at the time of this report. The patient was concerned about it. If additional information becomes available, the event will be updated. (B)(6) 2016 crts (b4) (con) additional information received reported that the patient reported they were having an MRI (B)(6) 2016 and stated that they thought the MRI facility contacted the manufacturer. The patient was calling to see if someone could be at their MRI appointment. It was reviewed that labeling states to follow up with their healthcare provider post MRI, however, if it is the MRI facility¿s policy to have someone there they would have to make the arrangements. The patient stated she's having problems and has an infection or something. The pump was causing the patient pain and issues with her sciatic nerve. When asked when this started the patient stated about 6 months ago. The patient stated it started with swelling. (B)(6) 2017 crts (B)(4) (con): additional information from consumer indicated they had been having problems for about 8 months. They stated the "swelling is so bad it looks like I have a third hip" and the pain just gets worse and noted sciatic pain. The event date was 28-may-2016. The patient went to the pain clinic but no one knew anything or sent for labs and had went in for a refill and there was a health care provider (hcp) there who ordered magnetic resonance imaging (MRI) and sent the patient to see a neurosurgeon. The patient waited to see them, but when they did see them, they didn't know what to do and patient saw another neurosurgeon. It was reviewed that the patient will need to follow-up with their hcp to discuss medical concerns. The hcp wanted to take the meds out but the patient stated they can't be left without meds. (B)(6) 2017 patlr (con): additional information was received. It was reported that a picture of the consumer¿s hip was taken and was almost double the size of their hip. The patient would like to get of their medications completely but fears it won¿t ever happen if this pain ends up being permanent. Scar tissue was seen where the patient¿s surgery had been performed during their MRI. The cause for the pain and swelling and bladder shutting down was not known. The patient was sent to the neurosurgeon who withdrew several syringes of yellow fluid from the pump area and sent the fluid to the lab and set surgery for (B)(6) 2016. The test came back negative and in the meantime the pain is becoming unbearable. The patient visited with another physician who told the patient they must ween off medications so the patient doesn¿t get sick. The physician wanted to take 25% but doesn¿t want to give any oral medication to replace what is reduced by the pump. The patient has chronic pain in their lower spine already but the pain is very severe in sciatic nerve in right buttock and down the right leg. They now use a cane to walk. The patient planned to see an infectious disease doctor on (B)(6) 2017 and then go to the pain clinic and take 10% of medication from the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was still having issues with the swelling, pain, and it's getting worse with her bladder stopping. The patient believes that it is all related.